Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported the patient¿s ins has moved. It was uncomfortable for the patient. No further complications were reported/anticipated.